Event description:
It was reported that the ICD began to vibrate. The device was interrogated the next day. The physician suspected a loose setscrew. During the explant the physicians observed not a setscrew anomaly but rather a defective lead. High impedance out of range was observed. The lead was explanted.

Manufacturer narrative:
The field experience of a lead anomaly was confirmed. The continuity test indicated a disruption in the rv coil path between the rv df1 connector and the rv coil. Physical damage and separation of both rv cables were found in the df1 connector leg, 3cm from the rv connector pin. Sem photos indicated that the cables exhibited the typical appearance of fatigue fracture. Abrasiion on the rv df1 connector boot adjacent to the fracture region indicates that the connector was in direct contact with the ICD can or lead body.